Event description:
The pt stated that the outer tubing of his infusion set disconnected at the luer lock. He stated in 2007, he was nauseatd, vomitting, and "out of it" and his family called the ambulance. He was taken to the ER and his blood glucose was over 800 mg/dl and he was diagnosed with dka. He was taken off of his infusion device and he was given humalog injections. He then reconnected to the infusion device and received an 04 (occasion error). He then discovered the separated infusion tubing. He was able to change his infusion tubing and his infusion device operated properly. The pt was discharged from the hosp 3 days later. His blood glucose at the time of the report was 165 mg/dl. His normal range is 115-170 mg/dl. Product was requested to be returned for evaluation.